Event description:
A customer in the united states contacted biomerieux to report discrepant vitek 2 ast-xn06 cefotaxime results for serratia marsecens in cerebral spinal fluid (csf). The customer alleges the discrepancy caused prolonged patient hospitalization due to a delay in therapy adjustment. The patient is a (B)(6)-year old female picu (pediatric intensive care unit) patient. Patient symptoms and therapies administered: on (B)(6) 2014, patient admitted to hospital; physician prescribed empiric therapy of cefotaxime + amikacin. On (B)(6), patient experienced recurrent fever and prolonged positive csf cultures; however, there was no change in the prescribed treatment. Csf isolate collected on (B)(6) 2014 provided an ast-xn06 cefotaxime result of susceptible (mic of 1). Csf isolate collected on (B)(6) 2014 provided an ast-xn06 cefotaxime result of intermediate (mic of 2). On (B)(6), the csf cultures were negative; therefore, no change in therapy occurred. On (B)(6), the patient experienced relapse of positive csf cultures resulting in fever without ability to ascertain clinical effect; the physician changed treatment to meropenem and amikacin (removed cefotaxime). On (B)(6) 2014, the csf cultures were again negative. The patient's condition began to improve following the change in therapy. On (B)(6) 2014, the hospital performed ast-xn06 retesting of the serratia isolates collected on (B)(6). The results remained the same (mic= 2; intermediate). The treating physician states therapy would have been changed to meropenem sooner if the cefotaxime result had been reported as resistant. It is unknown why the patient therapy was not previously adjusted based on the ast-xn06 (intermediate) result on (B)(6) 2014. The physician states the antibiotic course with cefotaxime was prolonged (5 days) because of previously unrecognized resistance. This event is reportable as an adverse event, as the initial cefotaxime-susceptible ast result influenced the physician's decision regarding patient treatment. Upon retesting the isolates, the vitek 2 ast result was cefotaxime-intermediate (1). Additional testing indicated the isolates were not susceptible to cefotaxime as previously reported; therefore, the initial treatment prescribed by the physician may not have been appropriate even though there was a five-day period of negative cultures following cefotaxime treatment. This event is being reported since treatment intervention was impacted in association with the initial susceptible cefotaxime result, and the event was potentially a contributing factor toward additional medical and/or surgical intervention to prevent permanent impairment or damage. Biomerieux investigational testing: three csf culture submittals were received from the customer and biomerieux performed an investigation. The identification of the isolates (serratia marcescens) was confirmed and cefotaxime testing included two test cards from the same lot of ast-xn06 cards used by the customer and two cards from a random lot. Broth microdilution and agar dilution (ad), which is the reference method for vitek 2 was also performed. Isolate #1 (collected (B)(6) 2014): the four ast-xn06 cards provided results of <=1 and these results correlate with the ad result of 1. Broth microdilution also provided a result of 1. Isolates #2 and #3 (collected (B)(6) 2014 respectively): the eight ast-xn06 test cards (four for each isolate) provided results of 2 and these results are 1 doubling dilution from the ad result of 4, and are acceptable. Broth microdilution also provided a result of 4. Based on the results of the biomerieux investigation, the ast-xn06 test cards are performing as expected.

Manufacturer narrative:
Actual device not returned to manufacturer by customer. Reserve test cards from the same lot used by the customer were tested, as well as test cards from a random reserve lot.